Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the robotic laparoscopic assisted incisional hernia repair procedure, the tacks would not hold tissue. The device was reloaded and tacks would not fire. A new device was used in order to complete the case. There was no patient injury involved. The product is implanted and remains in service.